Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As device was confirmed to be discarded and not returned for additional evaluation and investigation, a definitive root cause for the underinfusion volume discrepancies observed could not be confirmed. It is possible that there was an occlusion in the catheter. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending additional follow up and review of device history record. Internal complaint number: (B)(4).

Event description:
Agent reported an explant and replacement of a prometra ii 20 ml pump and catheter. Per follow-up, agent reported a prior catheter revision because the, "cath moved down, cath tip was moved to a higher level for pain control purposes." This revision has been captured in MFR 3010079947-2020-00287. Following the revision, there was a 13ml discrepancy noted during a refill. Pump was supposed to have 3.5 ml and there was 16 ml in the pump. About two months later, there was an additional discrepancy. Expected volume was 5.928 and there was 19 cc in the pump. Due to the two noted volume discrepancies, a dye study was ordered to determine if there was a problem with the catheter with the plan to replace the entire system if there was no true occlusion. During the dye study, csf or medication could not be aspirated; therefore, the entire system was replaced the day of the dye study. This MFR represents the catheter and MFR 3010079947-2020-00285 represents the pump.